Manufacturer narrative:
It was reported that the delta30 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. (B)(4).

Event description:
As reported (B)(6) 2016 , on (B)(6) 2016 a (B)(6) old, female patient presented for an evlt procedure of the right gsv. The procedure was successfully completed with no reports of complications or device malfunctions. During a post procedure follow up, on (B)(6) 2016, the patient was reported to be exhibiting a dvt in the lower right extremity. As reported on (B)(6) 2016, the patient was stable, however the clot had not retracted from the common femoral vein as of yet. This was verified under ultrasound. The patient was treated with a round of xarelto 20mg daily for 30 days starting (B)(6) 2016. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.

Manufacturer narrative:
This medwatch is not to report a device malfunction, but an adverse patient event. As the disposable device associated with this event was not returned, angiodynamics was unable to perform a device evaluation. Based on the complaint description, the reported incident of a patient experiencing thrombus post procedure is confirmed, although no sample was returned. Based on information provided there was no device malfunction. A definitive root cause cannot be determined however, thrombosis is recognized as a potential complication of evlt procedures. The patient was reported to have been treated with blood thinners and is in stable condition. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications the instructions for use, which is supplied to the end user with this catalog number states, "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).